Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient implanted with a neurostimulator (ins) for other chronic/interact pain of the trunk and limbs. It was reported that the patient was going to have an MRI unrelated to the scs system. When they laid down on the MRI table and had exposure to the static magnet of the MRI, patient jumped up as he felt stimulation came on and he could feel it down his right leg. No scanning was done when the patient felt this sensation and he was removed from the MRI room. However patient is still having this sensation. No further patient complications have been reported as a result of this event.